Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a hook that would not attach to the tip of the monopolar cautery instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was received and evaluated. Engineering was able to replicate and confirm the alleged complaint. Engineering was not able to screw on an in house hook adapter because both electrical contacts inside distal end were bent inside. Evidence not conclusive, but damage is like due to excessive force or other type of mishandling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.